Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed due to an incorrect pocket number. A technical support specialist resolved the issue by launching the hardware test application to open and eject the affected cubie, then reinserting it after loading medapplication. The failed hardware icon disappeared, and the cubie was moved back to the correct location. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was experiencing an issue with a failed cubie pocket due to an incorrect pocket number. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.